Event description:
It was reported that during implant, two leads were attempted, but not used due to positioning difficulty. The leads were both removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant.